Manufacturer narrative:
The lot was manufactured from june 03, 2019 - june 04, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from ¿the mouthpiece where the nurse inserts the tubing for infusion of parenteral feeding¿ (port). This was further described as ¿there is a significant leak when the tubing was installed, but also when there was no tubing installed¿. The leaks were discovered during unspecified process steps during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.